Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge using an attached set of internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was observed and attributed to an open wire within the one step pacing cable. Analysis of reports of this type has not identified an increase in trend.